Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; (B) (4) full lead; dried steroid substance on helix and within the sleeve head.

Event description:
It was reported the lead was attempted but not used as the helix would not extend. The physician also noted it appeared to "catch" on the end of the lead. The device was not implanted. No patient complications have been reported as a result of this event.